Event description:
Baxter interlink system buretrol solution set had a piece of what appears to be plastic floating in the tubing. It was discontinued when found clear-beige plastic sliver or splinter floating around. This is also very important because second occurrence of sliver piece with this product brand. First product happened around 2 weeks ago, although hospital carefully assessed and thought non-issue at that time.